Event description:
Affiliate reports rapid head circumference growth from middle of 2000 (2 months after implantation of shunt). One centimeter per week. This has been attributed to inability to reprogram the valve. Valve was explanted.